Event description:
See initial report.

Manufacturer narrative:
H11: the affected part was returned to livanova deutschland for a detailed investigation. The technician could not reproduce the reported issue. Test run for 12 hours was performed and device worked properly. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Nevertheless, conclusions remain the same already mentioned in the previous report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the s5 gas blender system. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the gas flow form an electronic gas blender was failing and not flowing during set up. There was no patient involvement.

Manufacturer narrative:
H11: through follow-up communication with livanova field service representative in charge, it was learned that since customer did not provide the purchase order for the device repair the service request has been cancelled and no repair activity will be done. A device service history review has been performed and identified that the unit was manufactured in 2021 and no other similar event has been reported, neither concerning trend has been identified. Based on the gathered information and considering that the device has not been returned for investigation, the most likely root cause can be one of the following: temporary electrical failure of the gas blender; improper connection to the s5 console by user that prevented the power supply to the device; improper connection of gas hoses to the device causing air leak and preventing the blender to provide set flow. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.